Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma, lymphadenopathy, and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy, and capsular contracture- baker grade unknown.

Event description:
Physician reported capsular contracture, baker grade unknown, implant seen with wavy margins, some scattered cysts all smaller than 1cm, and lymphadenopathies with multiple siliconomas. The device has been explanted. This relates to the left device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a; a4; b5; b6; d6b; e3;

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, wavy margins, snowstorm lymphadenopathies with multiple siliconomas, chronic necrotizing granulomatous lymphadenitis, and chronic inflammation. Healthcare professional additionally reported cyst not related to the device. The device has been explanted.